Manufacturer narrative:
During preventative maintenance (pm) at zoll on 10/21/2024, the autopulse platform (sn (B)(6) failed initial functional testing due to fault 27 (encoder fault). The root cause for the observed fault was due to a failure of the integrated encoder gearbox. The initial functional testing of the ap platform could not be performed due to the displayed fault 27 (encoder fault). The encoder needs to be replaced to remedy the fault code. Following the service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
During preventative maintenance (pm) at zoll on 10/21/2024, the autopulse platform (sn (B)(6) failed initial functional testing due to fault 27 (encoder fault). No patient involvement.